Event description:
A malfunction on the pump was reported by the caller after it was dropped in water. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support planned to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump, as the existing pump was out of warranty.